Event description:
It was reported that during a laparoscopic appendectomy procedure, the first device was used and the device would not fire. Another device was pulled and the same thing occurred. No patient consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the tsw35 device a was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed without any difficulties noted. The analysis results found that the tsw35 instrument b was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue than indicated or attempted to fire through a locked reload in previous firings. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. Event could not be confirmed as the device closed and opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.